Manufacturer narrative:
H10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not complete an intravenous infusion on time during therapy. When a 1liter normal saline bolus was administered, the pump alarmed 'complete' while there was 300cc-500cc still left in the bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.